Event description:
It was reported that during a total abdominal hysterectomy, hemostasis was hard to achieve, but was achieved before the end of the case. Twelve hours later, the pt had bleeding and lost four or five units of blood. The bleeding was in the vaginal cuff. The pt was taken back to surgery and the surgeon isolated the bleeders in the vaginal cuff and tied off the pedicles that were additional proximal bleeders. The pt was in ICU for 24 hrs and released within two days post op. Later that week, the pt was admitted again with 2000 cc of blood loss vaginally. The surgeon had to reopen the incision and place bilateral uteral imbulizers to stop the bleeding. The pt is now stable and has been released home.

Manufacturer narrative:
Info is unavailable, device was not returned for evaluation. Complaint info is trended on a regular basis to determine if further investigation is warranted.